Event description:
The customer reported that the spectrum pump displayed system error 601 while infusing vasopressin at 1 unit/hr. There was no patient injury. No further info was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of system error 601. Evaluation experienced an "error code 601" due to a failed processor printed circuit board. The processor printed circuit board has been replaced.